Event description:
It was reported that there were flow issues getting blood to return through injector and connector with a bd connector c35-o . The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the nursing had difficulty getting blood return through the injector and connector optima pieces while trying to give doxorubicin event description per attached email states, "received a complaint that the nursing had difficulty getting blood return through the injector and connector optima pieces while trying to give doxorubicin. She was able to hold the syringe and tubing up and finally get a blood return. No harm and no delay in medication delivery."

Manufacturer narrative:
Investigation summary: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1807721, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process. All units from lot 1807721 were inspected with no defects observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were flow issues getting blood to return through injector and connector with a bd connector c35-o . The following information was provided by the initial reporter: material no: unknown; batch no: unknown, it was reported that the nursing had difficulty getting blood return through the injector and connector optima pieces while trying to give doxorubicin. Event description per attached email states, "received a complaint that the nursing had difficulty getting blood return through the injector and connector optima pieces while trying to give doxorubicin. She was able to hold the syringe and tubing up and finally get a blood return. No harm and no delay in medication delivery."